Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer went to the emergency room and was subsequently hospitalized and admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 14 mg/dl; cause was unknown. Customer attempted to resolve their bg issue with glucagon gel. Intravenous fluids of saline glucose drip was administered by a health care provider to address the bg. Customer was discharged from the ICU two days later on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the low blood glucose issue could not be verified.